Manufacturer narrative:
The hill-rom technician found the foot end caster not holding most likely due to normal wear and tear. The technician replaced the foot end caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed has no brakes (brake not holding). The bed was located at the account. There was no patient/user injury reported. (B)(4).